Manufacturer narrative:
(B)(4). Evaluation summary: the device returned with kinks along the hypotube. The distal shaft was kinked 2.3cm, 5.5cm, 5.7cm, 6.4cm, 11.2cm, 12.2cm and 16.5cm distal to the guidewire entry port. The stent was positioned on the balloon between the marker bands as per specifications. The inner shaft was kinked approx. 0.8cm distal to the proximal balloon bond. There was deformation to the 13th and 14th stent wraps with struts raised. There was misalignment of stent struts on the 7th, 8th, 9th, 10th and 11th distal stent wraps. There was slight deformation to the distal tip.

Event description:
It was reported by the physician was attempting to use a resolute integrity device in an artery that was mildly calcified with moderate tortuosity. No issues regarding the device were noted when removing from the hoop. The device was inspected, with no issues noted. Negative prep was performed and the lesion was pre-dilated; the device passed through a previously deployed stent. Resistance occurred when advancing the stent but excessive force was not used. It is reported that the stent couldn¿t pass through the lesion. During positioning at the lesion stent strut damage was noted. No injury was caused to the patient. The physician believes that the event was procedural related and not device related and that the event was due to use of the device in difficult lesion morphology. The case was completed with another manufacturers device.